Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon review, the right atrial lead exhibited sensing noise. The oversensing could not be replicated. No intervention was performed and the lead remained implanted. The patient was stable and would be monitored.